Event description:
Customer reports that a pt obtained results o 28mg/dl and 95mg/dl within 10 mins on the same device. No action was reportedly taken based on device results. No adverse event reported and no treatemnt reported. No strip info was provided. No quality controls were used. Requested return of suspect device and replacement was sent.